Event description:
Pt in hospital and on heparin and aspirin therapy. On (B)(6) 2017, ldh sample hemolyzed. (B)(6), echo with indication of clot at the inflow cannula. On (B)(6) 2017, tpa started due to clot and high flows/powers. On (B)(6) 2017, flows/powers slowly increasing again. On (B)(6) tpa dosed again. On (B)(6) pt noted with severe hemorrhagic stroke. (B)(6) 2018, pt death.